Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was worried that the device was not working as the patient was extremely exhausted and had experienced dizzy spells. The patient used to feel the implantable pulse generator (ipg) function every night but at a recent device check some programming changes were done and drop rate was programmed on. After that, they could feel the changes but that has stopped again. Attempts to obtain follow up information with the patient¿s clinic were not successful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.